Manufacturer narrative:
No product was returned for eval. The exact lot number was unk; however the customer reported that the product could have been from lot number 3179370. The mfg and use by/before date are as follows: lot 3179370: mfg date: 08/01/2010; use by/before date: 08/01/2011. Review of the device history record confirmed this lot mfg requirements prior to shipment. Based on the info provided to st. Jude med, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
It was reported that an angio-seal was successfully deployed, however; the pt was vomiting due to the medication that was provided during the procedure. The pt was later discharged the same day, with no further issues. The following day the pt was re-admitted to the hosp, reporting pain and also due to the large hematoma that had formed at the puncture site and manual compression was applied to control the hematoma.